Event description:
It was reported that the customer's insulin pump was exposed to water. The customer's blood glucose at time of call was 9.1mmol/l. It was stated that the customer was unable to press the buttons for a short time. Advised the caller that the device would be replaced and revert to back up plan. It was stated that the customer jumped into the pool while wearing the insulin pump; then she dried the insulin pump and changed the battery, but the screen was frozen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.